Manufacturer narrative:
The t:flex user guide states: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump date and time were incorrect. No impact to the customer's blood glucose. Tandem technical support assisted customer with setting the accurate time and date.